Event description:
It was reported that during a knee scope procedure the arthroscopic blade was producing metal shavings. Not all of the shavings were removed. No patient injury was reported.

Manufacturer narrative:
While the returned device passed all function testing, the visual examination of the device revealed slight galling on the inner shaft and a bent outer and inner shaft. Metal particulates were observed on the inner shaft and inside the outer shaft hub. The galling marks on the device indicate excessive lateral or "side-loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Stryker sustainability solutions' instructions for use states, "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device could not be reviewed because the lot number of the device was not provided and the device was returned without any of the device labeling. However, 100% inspection is performed prior to the reprocessed devices being released. The reported event is not occurring more frequently or with greater severity than is usual for the device.